Event description:
Subsequent to the initial medwatch, the following information was received. On (B)(6) 2011, the patient experienced angina and was taken to the cath lab. Cutting balloon angioplasty was performed to the ostial left circumflex. Post recovery on (B)(6) 2011, the patient was discharged. There was no additional information provided.

Event description:
Device issue: none. Adverse event: in-stent restenosis. Time of adverse event: approximately 18 months post procedure. It was reported via a trial that on (B) (6) 2008, the pt underwent stenting of a pre-dilated denovo lesion within the distal circumflex artery with a xience v stent. Additionally, the restenosed non-abbott stent within the proximal circumflex artery was direct stented with a xience v stent. On (B) (6) 2010, the pt experienced unstable angina and was hospitalized on (B) (6) 2010. Diagnostic coronary angiography was performed and in-stent restenosis was noted within the xience v stent implanted on (B) (6) 2010. Percutaneous coronary intervention was performed on the proximal circumflex, the mid left anterior descending artery and the 1st obtuse marginal. The pt was discharged on (B) (6) 2010. There is no additional information available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: there was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and te relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that direct stenting was performed, it should be noted that the xience v IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. It was also reported that the 3.0 x 8mm xience v stent was implanted to treat restenosis of a previously implanted non-abbott drug eluting stent. It should be noted that the xience v IFU also states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in pts with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The IFU cautions that: the safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis. Additionally, the IFU states: effects of multiple stenting using xience v stents combined with other drug-eluting stents are also unk. When multiple drug-eluting stents are required, use only xience v stents in order to avoid potential interactions with other drug-eluting or coated stents. It cannot be determined whether the IFU deviations contributed to the reported pt effects.